Event description:
It was reported that the customer received no delivery alarms. The customer's blood glucose level was not reported. The insulin pump had condensation inside the screen and the customer had to frequently change the battery. The act and esc buttons would also stick. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.